Event description:
It was reported that the patient was experiencing a burning sensation at the implantable neurostimulator (ins) site and stated ¿the battery burning the heck out of me and it stings.¿ as a result she couldn¿t lay on that side, could barely stand, it affected her sleep, and her hip swelled as well as her pelvic area. It also caused her pain when put the paddle on the implant to recharge. The patient stated that the doctor agreed with her that it was the battery that was burning her. These issues started following implant. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received the event will be updated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).